Event description:
It was reported that the patient experienced an st segment elevation. During a pulse field ablation (pfa) procedure to treat atrial fibrillation and atrial flutter a faradrive sheath was used. Mapping of the right atrium was conducted with a non-boston scientific catheter prior to faradrive sheath insertion, which was then exchanged for a versacross system to perform the transseptal puncture. The fardrive sheath was inserted after completion of the transseptal puncture and mapping of the left atrium was done with the previous non-boston scientific catheter. The farawave catheter was inserted when the mapping was done and ablation of the pulmonary veins was performed. A vasovagal response occurred upon the second ablation application of the left superior pulmonary vein (lspv) but recovered quickly. The faradrive and farawave were moved into the right atrium and a cavotricuspid isthmus (cti) line ablation was performed. The non-boston scientific mapping catheter was reinserted for post-mapping the isolation of the pulmonary veins. During post-mapping the veins were paced, and adenosine was administered through the sheath flush port before pacing the veins again. The sheath had to be temporarily disconnected from the irrigation pump to flush adenosine through it. Testing of the lspv was finished and testing of the left inferior pulmonary vein (lipv) had begun when it was noticed on the electrogram (ECG) that the patient was experiencing an st elevation. Pacing was stopped, the ECG was monitored, and a check on the patient's blood pressure was done. The st elevation began to resolve, and the patient returned to baseline without medical intervention. After the patient stabilized posterior wall, roof line, and anterior mitral line ablations were completed to finish the procedure. The patient is expected to fully recover from the complication. The device is not expected to be returned for analysis due to disposal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.